Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 73,821 joules during a prostate procedure. The procedure was completed with a second fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).